Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the chronic totally occluded (cto), moderately tortuous circumflex (cx) artery. The 3.5x23mm xience alpine stent delivery system (sds) failed to cross the lesion due to interactions with the patient's anatomy. During withdrawal, resistance was met with the guiding catheter and the sds stent implant became flared. The sds was removed without further issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 3.5x22mm non-abbott sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(6). Evaluation summary: the device was returned for analysis. The stent damage and difficulty removing the sds through the guiding catheter were confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.